Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the purple activation button fell off before the procedure started. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One ls1520 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the purple activation button was disengaged from the device. The customer reported component disengaged. The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage to the button or weld were found. Quality engineering has been notified of this type of failure before and it was determined that the disengaged purple activation button is a design issue. A design improvement plan has been initiated to address the disengaged purple activation button. The investigation identified the root cause of the reported event to be a design issue. A CAPA has been issued. If information is provided in the future, a supplemental report will be issued.